Manufacturer narrative:
(B)(4). The reported event was confirmed through examination of photographs provided by the customer. The actual devices were not returned. The photographs depicted a dilator that was bent proximal to the tapered tip with signs of use and a guidewire with multiple kinks. Neither end of the wire was visible in any of the photographs. Both the dilator and guidewire exhibited signs of a difficult insertion. However, a comprehensive investigation could not be performed without the physical sample. The device history records for the guidewire and dilator were reviewed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guidewire damage during use and recommends that a skin nick be performed prior to inserting the dilator over the guidewire. It was not reported if a skin nick was performed. Based on the observed damage and reported information, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported the catheter was being placed into the right jugular vein of a patient for a hepatectomy in the operating room. During insertion, the dilator "fractured" causing modification of the guide wire. The shape prevented the insertion of the line. As a result, both the dilator and wire were removed and another brand of catheter was placed successfully. There was a delay in treatment with no patient death or complications reported.